Event description:
It was reported that during testing, the downstream occlusion seal was found to be bubbled and unattached. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log showed no entries related to the current complaint. Service history review indicated no evidence that the complaint was associated with device servicing during the review period. Visual inspection revealed downstream occlusion (dso) seal delamination. The complainant¿s allegation was confirmed, the dso seal was replaced, and the probable cause was determined to be wear and tear. The device passed all functional testing after repair.